Event description:
The below report was received by health authority ansm (reference number: (B)(4)) on (B)(6) 2022. This spontaneous case was originally reported by a consumer and describes the occurrence of pelvic pain ("pelvic pain") in an adult female patient who had essure inserted (lot no. 85129449) for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2017, the patient had essure inserted. An unknown time later she experienced pelvic pain (seriousness criterion medically important), arthralgia ("joint pain"), polyp ("polyps"), nephrolithiasis ("kidney stones"), chronic sinusitis ("chronic sinusitis"), thyroiditis subacute ("de quervain thyroiditis"), insomnia ("insomnia") and amnesia ("memory loss") and was found to have weight increased ("weight gain"). At the time of the report, the outcomes for these events were unknown. No causality assessment was received for essure with regard to pelvic pain, arthralgia, polyp, weight increased, nephrolithiasis, chronic sinusitis, thyroiditis subacute, insomnia or amnesia. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
The below report was received by health authority ansm (reference number: (B)(4)) on 24-oct-2022. The most recent information was received on 03-nov-2022. This spontaneous case was originally reported by a consumer and describes the occurrence of pelvic pain ("pelvic pain") in an adult female patient who had essure inserted (lot no. 85129449-invalid) for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2017, the patient had essure inserted. An unknown time later she experienced pelvic pain (seriousness criterion medically important), arthralgia ("joint pain"), polyp ("polyps"), nephrolithiasis ("kidney stones"), chronic sinusitis ("chronic sinusitis"), thyroiditis subacute ("de quervain thyroiditis"), insomnia ("insomnia") and amnesia ("memory loss") and was found to have weight increased ("weight gain"). At the time of the report, the outcomes for these events were unknown. No causality assessment was received for essure with regard to pelvic pain, arthralgia, polyp, weight increased, nephrolithiasis, chronic sinusitis, thyroiditis subacute, insomnia or amnesia. Lot number 85129449 is invalid. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 03-nov-2022: quality safety evaluation of product technical complaint. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.